Manufacturer narrative:
Siemens reviewed the data provided by the customer. The oxygen sensor was functioning properly at the time the sample was introduced. There is no indication that the sensor was malfunctioning at the time the sample was run. The aqc sample run 1 hour before the discrepant sample was within specification. The root cause of this event cannot be determined. It is possible that the sample run on (B)(6) 2019 at 17:39 was contaminated by air.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has received the data files for investigation. The customer states that they have changed the measurement cartridge and the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant po2 results on one rp 500 when compared to another rp 500. There is no report of injury due to this event.